Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty safety relay on the hv module. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that the device displayed a "defib fault 108" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.